Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, it was noted that the balloon had already ruptured when it was tried to be inflated in the lesion. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.